Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported nicardipine concentration was programmed incorrectly as 625 mcg/ml rather than 500 mcg/ml. The user set up the concentration of 625 mcg/ml using the diluent volume (normal saline) rather than the final volume of 250 ml resulting in an under infusion. The pharmacy label often reflects how the drug is compounded in pharmacy and the final concentration and final volume.